Event description:
During surgery to replace a depleted vns generator it was observed that the vns lead's tubing was damaged. Results of diagnostic testing were within normal limits indicating that the lead was not fractured. The surgeon then opted to attempt to repair the lead's tubing but using a silicone stick and two stitches. The lead was left implanted. After the surgery diagnostic testing was performed on the damaged lead and new generator, the impedance was noted to be ok. No additional relevant information has been received to date.